Event description:
On 27th june 2024, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone emv rao200e. The event description provided states that the iol got stuck in the injector and on implantation into the eye a small piece of optic edge was missing.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the injector was stuck and when the lens did come out into the eye a small piece of the optic edge was missing. The device was explanted and exchanged during the original surgery session. There was no harm/injury to the patient as a result of the event. Further information received identifies that the healthcare professional applied force to the injector to achieve a complete injection/insertion of the lens into the eye. Within the rayone IFU "use of rayone" section "fig 7" we state "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection at the point resistance was encountered is a deviation from the IFU and the likely causative factor of the lens being delivered in a damaged condition into the eye. Our review of production records for the rayone emv rao200e batch 063216800 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 063216800.